Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, due to excessive calcification at the annulus extending into left ventricular outflow tract (lvot), the plan was to position the valve high. The valve was placed at the intended depth, however upon release with some forward pressure on the delivery catheter system (dcs), the valve dislodged. The high implant resulted in severe central aortic insufficiency and the patient was put on mechanical bypass circulation with chest compressions. The patient stabilized and a second transcatheter bioprosthetic valve was implanted at the target depth resulting in moderate paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.